Event description:
It was reported that the patient received inappropriate therapy due to oversensing on the lead. After extraction, there were no visible signs of damage.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.